Event description:
Patient reported that about (B)(6) 2010 she had a refill appointment where the entire drug from previous refill was removed; the pump was not delivering medication as programmed. Patient reported no signs/symptoms related to pump not delivering medication. Per patient, hcp left the explant decision up to the patient. The lack of reaction due to not having the drug delivered was a factor in patient deciding to have pump explanted. Also, her legs weren't bothering her as much as they did when she decided to have an implant. The pump was explanted. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709 serial# (B)(4), implanted: (B)(6) 2001, explanted: unk. (B)(4).